Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the last trajectory during the procedure was slightly medial by less than 3.5 mm. No troubleshooting was done. The surgeon drilled and tapped the trajectories, did other work, removed the surgical system and then placed screws later. The deviation was not found until the screws were placed. The surgeon decided to abort the use of the guidance system and place the screw freehand. The surgeon suspected the cause of the inaccuracy was the guidance system; however the manufacturer representative noted there could have been soft tissue pressure. There was no patient harm and the procedure was delayed less than an hour.